Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was found "folded" before the procedure. There was no complication with the patient and another catheter was passed in good condition.

Manufacturer narrative:
(B)(4). The customer returned two photos for evaluation. Visual inspection of the photos revealed one kink in a spring wire guide (swg) and catheter in protective tubing. The customer also returned one arterial catheter and guide wire for analysis. Visual analysis revealed that the guide wire and catheter contained one kink in the corresponding location. The protective tubing around the swg was also noted to have a stress marks over the location of the kink. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The kink in the guide wire measured 172 mm from the distal tip. The guide wire length measured 339 mm, which is within the specification limits of 331-339.8 mm per the guide wire product drawing. The guide wire outer diameter measured 0.613 mm, which is within the specification limits of 0.610-0.635 mm per the guide wire product drawing. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was completed with no relevant findings. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample and the customer's returned photo. The returned guide wire contained one kink in its body. The words "do not bend" are clearly visible on the front of the lidstock provided with this kit, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found "folded" before the procedure. There was no complication with the patient and another catheter was passed in good condition.